Manufacturer narrative:
Full patient identifier is case (B)(6). Patient demographics such as age, date of birth, weight, ethnicity or race were not provided in this event. Investigation of the incident determined that use error case the cause of the event. Safety protocols including mandatory safety huddle, appropriate size lift gate and appropriate number of delivery personnel required to move instrument did not take place or were not utilized. In addition, instrument was uncrated prior to removal from the delivery truck and moving it to the lift gate, it rolled off of the lift gate. In conclusion, the cause of this event is due to use error.

Event description:
On 01jun2020 beckman coulter received a report of an event which occurred in connection with a unicel dxi 800 immunoassay analyzer (dxi) (part number 973100 and serial number (sn) (B)(4)). During unloading of the dxi from the delivery truck to the customer site, the dxi fell off of the back of the truck and onto one of the delivery personnel. The individual was able to walk to an ambulance and transported to a hospital for evaluation. The individual was found to have a broken collarbone as a result of the incident, but is expected to make a full recovery. No further information regarding treatment for the individual was provided. Personnel onsite indicated there was no safety huddle prior to the unloading of the dxi; the dxi was also removed from its pallet and uncrated prior to removal from the delivery truck. When the dxi was moved to the lift gate of the truck, which was noted to be at a downward slant, it began rolling and rolled off of the lift gate onto the individual who sustained a broken collar bone.